Event description:
It was reported that a m.blue (part # fx801t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system was believed to be operated in underdrainage and had adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 7 months. Height: 51 centimeters (cm). Weight: 8 kilograms (kg). Gender: male.

Manufacturer narrative:
Investigation: visual inspection: no anomalies detected. Permeability test: the test showed that the m.blue is permeable. Computer control test: to check the flow rate of the valve,the valve was tested on a miethke computer- controlled testing apparatus and passed the standard test. The flow of the test liquid was reduced step by step from 60 ml/h to 5 ml/h (in accordance with iso 7197). Distilled water was used as the test-liquid. The resulting pressure was measured. The computer controlled test showed the opening pressure of the differential unit of the valve, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 21,95 cmh2o. This is not within the specified tolerance of 5 cmh2o ± 3 cmh2o. An applied pressure of 5 cmh2o, with the device in the horizontal position is expected to have a resultant pressure of 5 cmh2o ± 3 cmh2o. Additionally, the gravitational unit of the valve was tested according to standard procedure in the vertical position of the valve. At an opening pressure of 36 cmh2o in the vertical position, a pressure of 41 cmh2o +6/ -12 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the gravitational unit of the m.blue had a pressure of 48,33 cmh2o. This is not within the specified tolerance of 41 cmh2o +6/ -12 cmh2o. According to our results, we can detect a slower outflow in both units of the valve. Adjustability test: the m.blue was found to be non-adjustable within the specified range. Braking force and brake function test: the braking force test indicates that the brake function of the m.blue is present. Due to the non-adjustability of the valve, as detailed in section adjustability test, an investigation of the braking force was not possible. Internal inspection of product: after dismantling of the valve, deposits were found in m.blue. Results: based on our investigation results, we have determined a slower outflow as well as a non - adjustability in the valve at the time of our investigation. The detected deposits could be named as the cause of the malfunctions. Existing deposits in the csf can temporarily impair the function of the valve and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.